Event description:
It was reported that the rigid video scope exhibited greenish screen image. The issue occurred during cleaning and disinfecting. There was no patient involvement.

Manufacturer narrative:
E1: address 1: no.: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rear end light guide bundle was damaged, the screen became blurred and distorted, and the image had an e104 fog-free function error reported. A definitive root cause could not be established. Based on the results of the investigation, it is likely the following led to the malfunction which is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.